Event description:
The nurse reported that the battery for the handheld will not hold a charge. She further stated that when the device is unplugged from the charger it dies immediately. The programming system was replaced. No other information was provided.